Event description:
Event description guidant received information that this patient was successfully induced into a ventricular arrhythmia using a 1.1 j shock. This implantable cardioverter defibrillator (ICD) successfully sensed the rhythm, but would not deliver a charge. This programmer then locked up, requiring a reboot. Upon rebooting, the programmer stated that tachy therapy was programmed to off. The patient's rhythm was successfully restored to normal sinus utilizing an external rescue shock. The programmer will be returned to guidant, where analysis will be conducted. This ICD remains in service without additional complication.